Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2021. It was reported that a catheter revision was scheduled for (B)(6) 2021 the cause of the event was unknown and the issue was not considered resolved. The patient's devices remained implanted at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0217384543 serial# implanted: (B)(6) 2019, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0217384543 serial# implanted: (B)(6). 2019 explanted: (B)(6). 2021 product type catheter h3: the pump segment of catheter was returned including the pump connector and pin connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. No significant anomalies were noted upon microscopic inspection. The catheter was also found to be patent and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: 0217384543, implanted: 2019 (B)(6), explanted: 2021 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-nov-25. It was reported that during the scheduled catheter surgical revision procedure, the catheter was disconnected from the pump and no csf backflow was observed. The hcp injected 0.4 ml of methylene blue dye because of the suspected leak at the connection between the pump and spinal segments of the catheter following the isotope test. However, no leakage could be observed. The pump segment of the catheter was cut near the connection and csf backflow was observed. The pump and pump segment were changed. The patient's pump was refilled with the same medication: 420 mcg/ml of baclofen at 100 mcg/day and 1.6 mg/ml of morphine at 0.3 mg/day. The pump was programmed to simple continuous infusion mode and a priming bolus was programmed at the end of the procedure. However, the patient had difficulty waking up from the anesthesia. The hcp reported that the patient received a bolus of baclofen and morphine when the dye product was injected into the catheter. The priming bolus was cancelled after 12 mins and the pump was programmed to minimum rate (6 mcg/day). At 6:18 pm that day, the pump was resumed with 115 mcg/day of baclofen and 0.4 mg/day of morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0217384543, implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a clinical patient who was receiving baclofen (422 mcg/ml at 115 mcg/day) and morphine (1,6 mg/ml at 0,4 mg/day) via an implantable pump. It was reported that since several months, the patient described withdrawal symptoms occurring once per month and sometimes twice a week. The date of the event was unknown. The patient experienced profuse sudation, shivering, and sensation of cold. There was no fever and no inflammatory parameters. The patient was noted as having been fine between withdrawal occurrences. The pump log files showed nothing special. The pump was emptied and there was no discrepancy between the expected residual volume and aspirated volume. The catheter was aspirated with difficulty. The patient had to be moved in several positions in order to aspirate catheter and 2 ml were aspirated. A procedure with radioisotope in the pump was performed on (B)(6) 2021. The pump was programmed with radioisotope to fill the inner tubing. Catheter images showed that radioisotope was stored behind the pump, and no radioisotope was in the catheter. Factors that may have led or contributed to the issue were unknown. The issue was not resolved as of (B)(6) 2021. No surgical intervention occurred. It was unknown if surgical intervention was planned. The patient's medical history, weight and age at the time of the event was unknown or would not be made available.